Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced vasospasm. A farawave pulsed field ablation catheter was used for cavotricuspid isthmus (cti) ablation and considered off-label use, and the patient experienced vasospasm. A coronary angiography (cag) was performed, and the spasm of the right coronary artery was confirmed. Nitroglycerin was administered to confirm the release of spasm, and the procedure was completed. The catheter is not expected to return as it was disposed.